Event description:
Per the clinic, the device was unable to be activated. Troubleshooting attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. Device analysis indicated device failure.